Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing on insulin delivery infusion set detached from the set where insulin was infused into the body. Reportedly, this caused a failure of insulin to be infused into the patient's body which resulted in an elevated blood glucose level. Fortunately, the patient's continuous glucose monitor alerted to it and allowed the patient to evaluate it and correct it with an injection. Moreover, a new set tubing was installed, and blood glucose control was successfully implemented. No further information available.